Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a bunion correction surgical procedure, the pt's bone had cracked as the trailing head of the screw was being advanced. The surgeon had to use staples for fixation of the bone fragments.